Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the device diagnosis was empty pump reservoir and clinical diagnosis was updated to uncontrolled pain. Review of the patient's programmer report revealed an empty reservoir alarm occurred secondary to patient non-compliance. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the current pump settings examined on (B)(6)2012 at 17:08 empty reservoir alarm occurred. The cause of the empty reservoir alarm was the patient was non-compliant. The pump was refilled on (B)(6)2012. The patient experienced uncontrolled pain. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported a review of the patient's programmer report revealed an empty pump reservoir alarm had occurred on (B)(6) 2012. The patient reported pain on this date was a 10/10, but the patient also reported a 10/10 pain at the prior visit. It was indicated the event was related to the device or therapy and the empty pump was secondary to patient non-compliance. The patient's pump was refilled on (B)(6) 2012 and the issue resolved without sequelae the same day. On 2017-oct-30, additional information was received from a healthcare professional (hcp) via a product surveillance registry (psr). Additional information reported device interrogation of the patient's pump occurred on (B)(6) 2012. Interrogation revealed a low reservoir alarm (lra) and empty reservoir alarm occurred secondary to visit non-compliance. The patient reported a 10/10 pain score. They reviewed the patient's previous note to determine if this was a change in pain. A note on (B)(6) 2012 revealed a 10/10 pain score and review of that programming report also revealed an empty pump reservoir. Review of a note prior to that also revealed a 10/10 pain score, but without an empty reservoir. The pump was refilled on (B)(6) 2012, and the event resulted in an unscheduled clinic/office visit. The event resolved without sequelae on (B)(6) 2012. The etiology indicated the event was device/therapy related, specifically "patient visit non-compliance" and the event was not related to the implant procedure. Additional information received from a healthcare provider via a clinical study reported the 10/10 pain began before (B)(6) 2012, but the exact date was not specified. It was noted the patient did not show up for refill appointments. Additional information was received. The clinical diagnosis was updated to uncontrolled pain secondary to empty pump reservoir secondary to visit non-compliance. Additional information was received. The device diagnosis was updated to empty pump reservoir. The clinical diagnosis was updated to uncontrolled pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient who was receiving dilaudid (0.5 mg/ml at a dose of 0.30007 mg/day), baclofen (100 mcg/ml at a dose of 60.01 mcg/day) and bupivacaine (6.7 mg/ml at a dose of 4.0210 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2017, a pump programming session was provided from (B)(6) 2012 that indicated a low reservoir alarm occurred and an empty reservoir alarm occurred. Dates of the alarms were unknown. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study on 2018-apr-24 indicated the event was also related to the pump drugs.